Event description:
The consumer contacted via social media to allege that the condom broke and he now has (B)(6). In the absence of confirmation, this complaint will be reportable based on the allegation of a product malfunction, with the allegation of contracting an std/sti.